Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that no vacuum during the cataract and vitrectomy combination surgery. The surgery was completed after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
Additional information provided in b.5., and h.11. Upon follow-up information received following submission of the initial report, it was confirmed that event ¿no vacuum at all¿ occurred during calibration. Hence the reported event does not meet the criteria for a reportable malfunction and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report number. 1644019-2025-03010. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow-up information received following submission of the initial report, it was confirmed that event ¿no vacuum at all¿ occurred during calibration. Hence the reported event does not meet the criteria for a reportable malfunction, and it is not likely that a recurrence would result in serious injury.